Manufacturer narrative:
Device evaluation: g3, g6, h2, h6, and h11. Results of investigation: confirmed, log files reviewed showed the unit was operating in pcv ventilation mode on 30.03.2024 00:47:10 (device time), at which time the user confirmed to turn off the ventilation. The oxygen concentration was set to 80%. Later at 00:47:17, the user activated hfot (high flow oxygen therapy) and the oxygen concentration set to 30%, functioning as intended. At 00:55:56, there was user interaction to change the oxygen concentration to 51%, and at 00:56:03, user increased to 60%. Then, at 00:56:25, the user increased the oxygen concentration to 100%. No unintended change of mode visible on logs, all the changes were made and confirmed by the user. No internal hw failure visible on logs. Root cause failure: no failure visible on logs. Unit functioned as designed.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However; log file analysis was performed and the following are the findings: the unit was operating in pcv ventilation mode on 30.03.2024 until 00:47:10, at which time the user confirmed ventilation was turned off. The oxygen concentration was set to 80%. At 00:47:17, the user confirmed hfot (high flow oxygen therapy) was turned on, and the oxygen concentration defaulted to 30%, functioning as intended. At 00:55:56, there was user interaction to change the oxygen concentration to 51%, and at 00:56:03, user increased to 60%. Then, at 00:56:25, the user interacted to increase the oxygen concentration to 100%. No software or hardware errors were detected, and the device performed exactly as designed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the patient was turned from the prone position to the supine position under niv therapy with 100% oxygen because he aspirated secretions into the mask. The patient should be further treated with high flow therapy. The device was converted to high flow therapy, according to users, the setting was 21% oxygen instead of 100%, and the flow was also lower than previously. The operator was expected to adopt setting values from the previous application. Quote from user: ¿sometimes it takes over the previous setting that you had before niv therapy and sometimes it doesn¿t. It seems like the device is arbitrary.¿ there is nothing specific about this in the operating instructions. The patient's condition had deteriorated until the values were corrected, the staff spoke of a life threatening situation for the patient.